Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a loose drive support disk. Cracks to the case, battery tube threads, reservoir tube, reservoir tube lip and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin is squirting out of the insulin pump during the manual prime process. The drive support cap is protruded. Nothing further reported.